Event description:
It was reported that the physician made a "slurry" from the product and injected this into the false vocal cords. The patient appeared to be having some type of reaction. The patient presented with symptoms of edema and erythema which subsided within 24 hours of treatment with steroid injection. The physician indicated that the patient did not have a previous history of porcine allergies, but did not recall if the patient had any previous exposure to porcine products. The patient is fine now and all symptoms have subsided.